Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation but was returned to olympus singapore (osp). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from osp, there was the possibility that this phenomenon was attributed to the aging deterioration of the emergency lamp for long-term use because the subject device had been used more than thirteen years since manufacturing. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6) (osp). Osp was checked the subject device and found that the reported phenomenon was duplicated, also during the check of the emergency lamp the emergency lamp did not ignite due to malfunction of the emergency lamp. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed the user that in the unspecified timing, it was found that the emergency lamp indicator on the front panel blinked.there was no report of patient injury associated with this event.